Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. The manufacturing record was reviewed with no irregularities. Based on the characteristic of the device, it is known that the coagulation may be incomplete if the bleeding is sealed in fluids such as pooled blood or saline. And there is a possibility that error occurred since the device was used in fluids. The instruction manual of the subject device already states; when applying energy to a blood vessel, confirm that the distal end of the shaft is not submerged in fluids such as pooled blood or saline. Such conditions could potentially reduce the effectiveness of the thunderbeat and could cause unintended tissue damage.

Event description:
The subject device was used during an uncertain procedure. Error occurred and the user replaced thunderbeat device and transducer. However, error continuously occurred. And the bleeding was not sealed with the subject device when there was a bleeding. The surgeon converted to laparotomy because he could not stop the bleeding. The surgeon commented that the artery had bled. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00435 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on march 25, 2016, omsc confirmed that there was no abnormality about the probe and the metal part of the jaw. We checked "seal" output but seal short circuit error did not occur. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue cannot be conclusively determined. Based on the characteristic of the device, it is known that the coagulation may be incomplete if the bleeding is sealed in fluids such as pooled blood or saline. And there is a possibility that error occurred since the device was used in fluids. The instruction manual of the subject device already states; when applying energy to a blood vessel, confirm that the distal end of the shaft is not submerged in fluids such as pooled blood or saline. Such conditions could potentially reduce the effectiveness of the thunderbeat and could cause unintended tissue damage. Please cross-reference the following report: 8010047-2016-00506.